Event description:
On (B)(6) 2009 the pt reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in a "very little bit" of insulin spilling inside the chamber. She dried the chamber out with a cotton swab and was able to detach the plunger from the piston rod. She completed the change, the cartridge procedure and primed out all air bubbles before connecting to her headset. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.